Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic bypass procedure on gastrojejunal anastomosis, the device was unable to fire. They changed the device with the same product to complete the case and resolve the issue. The patient outcome was unknown.